Manufacturer narrative:
The lot was manufactured between june 30, 2018 and july 01, 2018. The devices were not returned for evaluation; however photographs were provide for one (1) sample. Photographic inspection verified the reported condition. No further testing could be performed due to the nature of the sample. The cause of the condition could not be determined. This issue is being further investigated. No photograph was received for the second sample; therefore, a device analysis could not be completed for that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the center port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.